Event description:
It was reported that after deployment of the penta stent in an ami patient, the balloon could not be deflated and the s-t segment became elevated. It appeared that the inflation lumen was sort of plugged. Negative pressure was applied to the device using a syringe. Since the penta was not completely deflated, it could not be removed easily. The stent delivery system was pulled back to the guiding catheter as much as possible and the system was removed together as a unit from the patient. The s-t segment returned to normal at that time, and the patient is reported to be fine.